Manufacturer narrative:
H10: a philips field service engineer (fse) went to the customer site. The fse indicated that there was no issue with the central station (piic). The customer was concerned that they did not receive a page for the alarm. The fse verified there was no issue with the piic. The alarm log showed that the equipment (tel45) used on the patient was offline at 4:36 (the time of the reported alarm), and turned back on at 4:37. The fse found that the cisco phones the customer were using were set to silent mode. There was no product malfunction. This is considered a user issues the monitoring device was offline at the time of the reported alarm, and the phones used for paging were in silent mode. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer nurse manager report that the patient in room (B)(6) had an episode of asystole at approximately 4:36 hours on (B)(6) 2019; the nurse reported that no alarm occurred and no page activated her (B)(6) phone. Patient had another episode at 4:9 hours that did alarm and did page and patient was transferred to the ICU.